Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms indicating there was a short sample and received questionable results for three patient samples. Of the data provided, only the alp2 alkaline phosphatase gen.2 results for one of the samples were discrepant. The initial result was 103 u/l and the repeat result was 5 u/l. The result from a new sample from the patient was 104 u/l. The result from the new sample was believed to be correct. The erroneous result was not reported outside the laboratory. There was no adverse event. The reagent lot number was 19637901 with an expiration date of 8/31/2017. The first sample was hemolyzed and was a reddish color. The field service representative found an issue with the sample probe and assisted the customer with replacing the probe. The customer ran calibration and qc and had no further alarms. A query found no past or new escalated complaints of this nature on a like instrument during the past 12 months at this site. No abnormal trend for this type of event was identified during the past 90 days.